Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in backup mode due to electromagnetic interference (emi). Programming changes were performed to resolve the issue. The patient condition was stable.